Event description:
It was reported that the patient expired due to sepsis. The patient was initially admitted on (B)(6) 2023 for pump pocket, driveline pseudomonas, candida endocarditis infection, the patient experienced hypotension and septic shock. The infection was treated with antibiotics and antifungal. The patient ultimately expired on (B)(6) 2023 due the chronic infection. The death was considered to be device related, the device operated as expected, and the pump will not be returned for evaluation.

Manufacturer narrative:
Related MFR numbers: # 2916596-2023-01971, # 2916596-2023-01970, # 2916596-2023-01972. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.